Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. There was no previous service in the service history. The reported problem was confirmed by turning on the pump and checking the alarm history. The root cause of the issue was a broken carriage. The carriage was replaced to fix the issue. The device then passed all tests.

Event description:
It was reported that the device was reading error "check syringe plunger sensor". There was no patient involvement.